Event description:
The phone call received from the sales rep indicated that during the procedure, the barbs of the vena cave filter poked through the sheath. The sheath was in the pt, but the actual filter did not enter the pt's body. There was no pt injury.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.